Event description:
Patient reported initially being seen by primary optometrist in 2006 and diagnosed with a corneal ulcer in the left eye. The patient reported being prescribed vigamox drops every four hours. The patient sought a second opinion by an ophthalmologist 2 days later. Chart from ophthalmologist indicates that the patient presented on that date with "decreased redness, photophobia and va blurry, but gradually better. Va 20/25 with correction. Infectious corneal ulcers. Vigamox q2hr." Diagram depicts three individual peripheral ulcers at 12, 3 and 5 0'clock. Follow up 08/08/2006: "left eye feeling better. Scar at 12 0'clock. Vigamox decreased to qid, return 2 weeks. The patient returned to ophthalmologist next month and reported having inserted a contact lens 2 days prior and wore the lens for approximately 8 hours. When the patient woke up the following day, the left eye was again red and painful. "Va 20/20 left eye with correction. Vigamox q 1hr x48 hours while awake. Neosporin ointment hs." Diagram depicts 4 peripheral superficial ulcers in the left eye between 11 and 1 o'clock. Follow up 09/05/06 chart indicates: "pain, redness, discharge left eye. Has worn scl 12-13 hours since last visit. Vigamox at least tid os. Va 20/20 with correction. Vigamox is working to decrease infection. Vigamox q3-4 hrs. Rtc 10 days-2 weeks." No additional information available in patient's chart. No additional information is expected.

Manufacturer narrative:
Product evaluation: eleven sealed blisters were returned to the manufacturer. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for diameter, base curve and center thickness. And edge chip was observed on one lens and no visual attributes were observed on any other lenses. The returned solution was tested. The ph and conductivity were within specification. Lot history review: the batch record did not show any abnormalities in monomer solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.